Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastric biopsy procedure of the stomach wall performed on (B)(6) 2009. According to the complainant, during the procedure, one of the forceps jaws bent back and detached exposing the pull wire. Upon removal of the device from the patient, it was noted the jaw was still attached to the forceps. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).